Event description:
Reporter indicated a vns patient passed away. The cause of death and relationship of the death to vns is unknown. Good faith attempts to obtain additional information have been unsuccessful.